Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. Additionally, the helix of the rv lead failed to extend fully and was tilted after use. The rv lead was not used and replaced on (B)(6) 2024. There were no patient consequences.